Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed due to a faulty charged couple device (ccd). Possible third party repair was also found during evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was a no image issue while preparing the autoclavable camera head. This issue was found during preparation for use and the procedure was diagnostic; no patient harm was reported as a result. Additionally on follow up, the customer reported the event occurred before the diagnostic procedure and there was no delay because of the issue. The procedure was completed, but not with the same device. Customer also reported there were no other devices involved in the event and no other devices were replaced during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty charge-coupled device (ccd) could not be identified. Olympus will continue to monitor field performance for this device.